Event description:
It was reported the pt was admitted to the hosp following a refill of their intrathecal drug delivery pump. The pt was lethargic. It was unk if any additional treatments were given. It was suspected the pt was admitted for observation. It was reported this pt had experienced this same type of event in the past (no dates provided). At refill the pump volumes have been accurate. The pump printouts were researched and all seemed to be in order. The drug used in the pump was dilaudid 20 mg/ml. The pt's outcome was unk. Additional info has been requested but was not available on the date of this report.